Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 152mg/dl. The mother states the customer's levels had gone as high as 600mg/dl. The customer states they treated with pump. The mother was unable to troubleshoot at the time of call, and will be calling back at a later time.